Manufacturer narrative:
Results: the returned ace60 was stretched from approximately 104.0 ¿ 129.5 cm from the hub. The ace60 was fractured on the stretched region approximately 112.5 cm from the hub. The total length of the device was approximately 149.0 cm. The distal tip of the ace60 was not deformed. Conclusions: evaluation of the returned ace60 revealed it was stretched and fractured on the distal end. If the catheter is retracted against resistance it will likely begin to stretch. If the device continues to be retracted against resistance, it may eventually fracture. The root cause of the resistance could not be determined. Further evaluation revealed the non-penumbra microcatheter was also deformed on its distal length. If these devices became pinned within distal patient anatomy, it may have contributed to the resistance causing the devices to become deformed. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. (B)(4).

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 60 reperfusion catheter (ace60). During the procedure, the physician advanced the ace60 over a guidewire and a non-penumbra microcatheter within a non-penumbra sheath to the target location at the base of the clot. The physician advanced the guidewire through the clot but was unable to advance the microcatheter past the base of the clot. The physician aspirated for 90 seconds with the ace60, and then attempted to retract the ace60. While retracting, the physician felt minimal resistance and the ace60 stretched and broke into two pieces. The physician used a snare device to remove the distal end of the ace60 and then discontinued the thrombectomy procedure.